Event description:
Reported through clinical study that 42 days post implant the pt expired while at home from unk causes. Surgeon reported that pulmonary embolism was suspected but not confirmed as the pt had a difficult post operative recovery consisting of chf, respiratory failure and dysrhythmias requiring a pacemaker. The device was not returned for analysis.